Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the patient reported having a tooth extracted and it is unknown if an align product contributed to the event.

Event description:
The patient reported an onlay coming off a tooth (unspecified tooth), a cracked upper left molar (that had to be extracted), developed an infection in the mouth, and cellulitis (bacterial skin infection). It is unknown if the patient required medical intervention to alleviate the reported symptoms. It is unknown if the patient took or was prescribed medication to alleviate the reported symptoms. It is unknown if the patient took or was prescribed medication to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2020. The treating doctor believes that the invisalign aligners did not cause the damages.